Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, serpentine tube of the insertion tube bitten, scratches on tip body, rust observed on the outer surface of the tip body, bending angle insufficient due to elongation of the angle wire, play of angle knob out of normal state due to the elongation of the angle wire, scratches on insertion tube, illumination lens chipped, curved rubber bond cracked, strange noise from the up/down knob, strange noise from the right/left knob, arm cover not watertight, scratches found on operation part, scratches found on switch box and switch 1, scratches on operation unit cover, scratches found on grip, universal code collapsed, scratches found on universal cord, scratches on scope connector side of the universal cord, scratches found on scope connector, scratches on scope connector cover, peeling of the paint recognized on the air/water supply cylinder, and paint peeling on the suction cylinder. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on the evis lucera elite duodenovideoscope for dented insertion tube due to partial bite. Upon inspection and testing of the customer returned device, rust was found on the outer surface of the main body. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to hitting around the forceps elevator at a hard object, and that the rust was caused by water invasion out of the leak section. The event can be prevented by following the instructions for use (IFU) which state: the operation manual ¿precautions¿. Olympus will continue to monitor field performance for this device.